Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breach due to a depression on the outer insulation. Concomitant product : 5076-45 lead implanted (B)(6) 2005. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event